Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that during service, the cardiosave intra-aortic balloon pump (iabp) machines were found to be needing new batteries. The machines failed their battery run test during servicing so they had to be replaced.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) machines were found to be needing new batteries. There was no patient involvement.

Manufacturer narrative:
The getinge field service engineer (fse) that encountered the issue replaced the batteries and completed the pm with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety tests per factory specifications. The iabp was then released to the customer and cleared for clinical service. The initial reporter named in block e1 is a getinge employee who has different contact details from that of the event site. The contact person at the event site information was not provided.

Event description:
N/a.